Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the coil on the left is slightly superior to the tube and may have perforated') and uterine perforation ('device was essentially traversing the body of the uterus') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopic removal of essure implant and total vaginal hysterectomy, enterocele repair with a vaginal vault suspension, cystoscopy.). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: the right fallopian tube appears occluded. As per pfs: (B)(6) 2014- laparoscopic bilateral salpingectomy and hysteroscopic removal of essure implant (B)(6) 2020: total vaginal hysterectomy, enterocele repair with a vaginal vault suspension, cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('the coil on the left is slightly superior to the tube, and may have perforated') and uterine perforation ('device was essentially traversing the body of the uterus'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, and hysteroscopic removal of essure implant and total vaginal hysterectomy, enterocele repair with a vaginal vault suspension, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation. And uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: the right fallopian tube appears occluded. As per pfs: (B)(6) 2014, laparoscopic bilateral salpingectomy and hysteroscopic removal of essure implant. (B)(6) 2020, total vaginal hysterectomy, enterocele repair with a vaginal vault suspension, cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: reporter, patient demographics were added. Event: medical device removal updated to events uterine perforation, fallopian tube perforation. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: pfs received new reporter information was added. Case become incident injury nos replace with new event added medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.